Event description:
The customer observed a false reactive architect havab-igg result for one patient. The sample was sent to another laboratory and was negative by elfa method. No further data available. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false reactive architect havab-igg results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of tracking and trending did not identify any related trends for the complaint issue. The overall performance of architect havab igg reagents in the field was reviewed using data gathered from customers worldwide. Standard deviation to cutoff and median values for the negative population are within the established limits for the complaint lot number and shows to be comparable to the historical assay performance. As review of applicable field data suggests that the performance is acceptable, file kit testing is not required. The device history record was reviewed and did not identify any non-conformances or deviations associated with list number(s) and complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency for architect havab igg reagent was identified.

Event description:
The customer observed a false reactive architect havab-igg result for one patient. The sample was sent to another laboratory and was negative by elfa method. No further data available. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.